Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured essure device"), device dislocation ("there is a coiled curvilinear structure in upper pelvis which may be / possible extruded coil and possible intrauterine coil fragment / migration of essure (upper pelvis)") and uterine haemorrhage ("abnormal uterine bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 1, crohn's disease, amenorrhea, tonsillectomy (revered in 2005), appendectomy (revered in 2005), breast reduction (revered in 2005), abdominal hernia repair (revered in 2005) in 2005 and lymph node excision (revered in 2004). Previously administered products included for birth control: iud; for an unreported indication: mirena. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included obesity, add, asthma, migraine, dyspareunia, bicornuate uterus and menometrorrhagia. Family history included endometriosis. Concomitant products included medroxyprogesterone acetate (dmpa). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual disorder"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 4 months 16 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and neurological symptom ("neurological conditions"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and ovarian cyst ("left ovarian cyst"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy) and surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, uterine haemorrhage, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, neurological symptom and ovarian cyst outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, neurological symptom, ovarian cyst and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015 underwent a total vaginal hysterectomy, bilateral salpingectomy, mccall culdoplasty and uterosacral colpopexy to remove the fractured essure device. She was not advised of any complications that occurred at the time of essure placement. She implant essure without difficulty with 3 coil left and 6 coils right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan - on 28-jan-2016: left ovarian cyst. (B)(6) 2015, gynecological examination: at follow-up visit essure tubes similar in orientation, there was a coiled curvilinear structure in upper pelvis which may be an extruded wire. There was a punctate metallic structure inferior to essure tubed which could be a small fragment of wire. There does appear to be tubal occlusion. Hysterosalpingohram showed proximal position of the bilateral fallopian tubes, left slightly greater than right. Possible extruded coil. Possible intrauterine coil fragment. On (B)(6) 2015, endometrial biopsy showed fragments of atrophic endocervical and endometrial surface epithelium; no adenomatous hyperplasia or caroinoma identified. On (B)(6) 2016, ultrasound pelvis showed 3.7 x 2.8 x 2.6 cm left ovarian cyst. Unremarkable right ovary. Previous hysterectomy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain (pelvic pain) confirming chronic pelvic pain in female, abnormal uterine bleeding. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received:the event left ovarian cyst added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured essure device"), device dislocation ("there is a coiled curvilinear structure in upper pelvis which may be / possible extruded coil and possible intrauterine coil fragment / migration of essure (upper pelvis)") and uterine haemorrhage ("abnormal uterine bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 1, crohn's disease, amenorrhea, tonsillectomy (revered in 2005), appendectomy (revered in 2005), breast reduction (revered in 2005), abdominal hernia repair (revered in 2005) in 2005 and lymph node excision (revered in 2004). Previously administered products included for birth control: iud; for an unreported indication: mirena. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included obesity, add, asthma, migraine, dyspareunia, bicornuate uterus and menometrorrhagia. Family history included endometriosis. Concomitant products included medroxyprogesterone acetate (dmpa), multivitamin and obetrol (adderall). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual disorder"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 4 months 16 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and neurological symptom ("neurological conditions"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), ovarian cyst ("left ovarian cyst"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy) and surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, uterine haemorrhage, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, neurological symptom, ovarian cyst, depression and anxiety outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, neurological symptom, ovarian cyst and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015 underwent a total vaginal hysterectomy, bilateral salpingectomy, mccall culdoplasty and uterosacral colpopexy to remove the fractured essure device. She was not advised of any complications that occurred at the time of essure placement. She implant essure without difficulty with 3 coil left and 6 coils right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion pregnancy test urine - on (B)(6) 2015: negative ultrasound scan - on (B)(6) 2016: left ovarian cyst (B)(6) 2015, gynecological examination: at follow-up visit essure tubes similar in orientation, there was a coiled curvilinear structure in upper pelvis which may be an extruded wire. There was a punctate metallic structure inferior to essure tubed which could be a small fragment of wire. There does appear to be tubal occlusion. Hysterosalpingohram showed proximal position of the bilateral fallopian tubes, left slightly greater than right. Possible extruded coil. Possible intrauterine coil fragment. On (B)(6) 2015, endometrial biopsy showed fragments of atrophic endocervical and endometrial surface epithelium; no adenomatous hyperplasia or caroinoma identified. On (B)(6) 2016, ultrasound pelvis showed 3.7 x 2.8 x 2.6 cm left ovarian cyst. Unremarkable right ovary. Previous hysterectomy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain (pelvic pain) confirming chronic pelvic pain in female, abnormal uterine bleeding. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet- events depression and mental anguish were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured essure device'), device dislocation ('there is a coiled curvilinear structure in upper pelvis which may be / possible extruded coil and possible intrauterine coil fragment / migration of essure (upper pelvis)/malposition of essure device location of device: inferior to the essure tubes,') and uterine haemorrhage ('abnormal uterine bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal hernia repair (revered in 2005) in 2005, multi gravida, parity 1, crohn's disease, amenorrhea, tonsillectomy (revered in 2005), appendectomy (revered in 2005), breast reduction (revered in 2005) and lymph node excision (revered in 2004). Previously administered products included for birth control: iud; for an unreported indication: mirena. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included obesity, add, asthma, migraine, dyspareunia, bicornuate uterus and menometrorrhagia. Family history included endometriosis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), medroxyprogesterone acetate (dmpa), paracetamol (acetaminophen) and vitamins nos (multivitamin). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual disorder"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and neurological symptom ("neurological conditions"), 4 months 16 days after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), ovarian cyst ("left ovarian cyst"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraine headache"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy and total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, uterine haemorrhage, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, neurological symptom, ovarian cyst, depression, anxiety and migraine outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, migraine, neurological symptom, ovarian cyst and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015 underwent a total vaginal hysterectomy, bilateral salpingectomy, mccall culdoplasty and uterosacral colpopexy to remove the fractured essure device. She was not advised of any complications that occurred at the time of essure placement. She implant essure without difficulty with 3 coil left and 6 coils right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: results: negative. Ultrasound scan - on (B)(6) 2016: results: left ovarian cyst. (B)(6) 2015, gynecological examination: at follow-up visit essure tubes similar in orientation, there was a coiled curvilinear structure in upper pelvis which may be an extruded wire. There was a punctate metallic structure inferior to essure tubed which could be a small fragment of wire. There does appear to be tubal occlusion. Hysterosalpingohram showed proximal position of the bilateral fallopian tubes, left slightly greater than right. Possible extruded coil. Possible intrauterine coil fragment. On (B)(6) 2015, endometrial biopsy showed fragments of atrophic endocervical and endometrial surface epithelium; no adenomatous hyperplasia or caroinoma identified. On (B)(6) 2016, ultrasound pelvis showed 3.7 x 2.8 x 2.6 cm left ovarian cyst. Unremarkable right ovary. Previous hysterectomy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain (pelvic pain) confirming chronic pelvic pain in female, abnormal uterine bleeding. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events verbatim were updated : there is a coiled curvilinear structure in upper pelvis which may be / possible extruded coil and possible intrauterine coil fragment / migration of essure (upper pelvis)/malposition of essure device location of device: inferior to the essure tubes. New events: migraines / headaches were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-apr-2017: quality safety evaluation received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, approximately 3 months after insertion, during a follow-up visit, the physician noted that there is a coiled curvilinear structure in upper pelvis which may be extruded wire (seen as device dislocation) and also that there is a punctate metallic structure inferior to essure tubed which could be a small fragment of wire (seen as a device breakage). These events are anticipated in the reference safety information for essure. Coils were removed approximately 4 months after insertion. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however, the dislocation was diagnosed only three months after insertion procedure. Given its nature, the causality for this event was assessed as related to essure. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the device breakage was also diagnosed three months after insertion but difficulties during insertion procedure were not reported. Also given its nature, the causality for this event was also assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured essure device'), device dislocation ('there is a coiled curvilinear structure in upper pelvis which may be / possible extruded coil and possible intrauterine coil fragment / migration of essure (upper pelvis)/malposition of essure device location of device: inferior to the essure tubes,') and uterine haemorrhage ('abnormal uterine bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal hernia repair (revered in 2005) in 2005, multi gravida, parity 1, crohn's disease, amenorrhea, tonsillectomy (revered in 2005), appendectomy (revered in 2005), breast reduction (revered in 2005) and lymph node excision (revered in 2004). Previously administered products included for birth control: iud; for an unreported indication: mirena. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included obesity, add, asthma, migraine, dyspareunia, bicornuate uterus and menometrorrhagia. Family history included endometriosis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), medroxyprogesterone acetate (dmpa), paracetamol (acetaminophen) and vitamins nos (multivitamin). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual disorder"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and neurological symptom ("neurological conditions"), 4 months 16 days after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), ovarian cyst ("left ovarian cyst"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraine headache"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy and total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, uterine haemorrhage, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, neurological symptom, ovarian cyst, depression, anxiety and migraine outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, migraine, neurological symptom, ovarian cyst and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015 underwent a total vaginal hysterectomy, bilateral salpingectomy, mccall culdoplasty and uterosacral colpopexy to remove the fractured essure device. She was not advised of any complications that occurred at the time of essure placement. She implant essure without difficulty with 3 coil left and 6 coils right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: results: negative. Ultrasound scan - on (B)(6) 2016: results: left ovarian cyst. On (B)(6) 2015, gynecological examination: at follow-up visit essure tubes similar in orientation, there was a coiled curvilinear structure in upper pelvis which may be an extruded wire. There was a punctate metallic structure inferior to essure tubed which could be a small fragment of wire. There does appear to be tubal occlusion. Hysterosalpingohram showed proximal position of the bilateral fallopian tubes, left slightly greater than right. Possible extruded coil. Possible intrauterine coil fragment. On (B)(6) 2015, endometrial biopsy showed fragments of atrophic endocervical and endometrial surface epithelium; no adenomatous hyperplasia or caroinoma identified. On (B)(6) 2016, ultrasound pelvis showed 3.7 x 2.8 x 2.6 cm left ovarian cyst. Unremarkable right ovary. Previous hysterectomy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain (pelvic pain) confirming chronic pelvic pain in female, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured essure device"), device dislocation ("there is a coiled curvilinear structure in upper pelvis which may be / possible extruded coil and possible intrauterine coil fragment / migration of essure (upper pelvis)") and uterine haemorrhage ("abnormal uterine bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 1, crohn's disease, amenorrhea, tonsillectomy (revered in 2005), appendectomy (revered in 2005), breast reduction (revered in 2005), abdominal hernia repair (revered in 2005) in 2005 and lymph node excision (revered in 2004). Previously administered products included for birth control: iud; for an unreported indication: mirena. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included obesity, add, asthma, migraine, dyspareunia, bicornuate uterus and menometrorrhagia. Family history included endometriosis. Concomitant products included medroxyprogesterone acetate (dmpa). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant) and menstrual disorder ("menstrual disorder"). On (B)(6) 2015, 4 months 16 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and neurological symptom ("neurological conditions"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy) and surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, uterine haemorrhage, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea and neurological symptom outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, neurological symptom and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015 underwent a total vaginal hysterectomy, bilateral salpingectomy, mccall culdoplasty and uterosacral colpopexy to remove the fractured essure device. She was not advised of any complications that occurred at the time of essure placement. She implant essure without difficulty with 3 coil left and 6 coils right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan - on (B)(6) 2016: left ovarian cyst. (B)(6) 2015, gynecological examination: at follow-up visit essure tubes similar in orientation, there was a coiled curvilinear structure in upper pelvis which may be an extruded wire. There was a punctate metallic structure inferior to essure tubed which could be a small fragment of wire. There does appear to be tubal occlusion. Hysterosalpingohram showed proximal position of the bilateral fallopian tubes, left slightly greater than right. Possible extruded coil. Possible intrauterine coil fragment. On (B)(6) 2015, endometrial biopsy showed fragments of atrophic endocervical and endometrial surface epithelium; no adenomatous hyperplasia or caroinoma identified. On (B)(6) 2016, ultrasound pelvis showed 3.7 x 2.8 x 2.6 cm left ovarian cyst. Unremarkable right ovary. Previous hysterectomy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain (pelvic pain) confirming chronic pelvic pain in female, abnormal uterine bleeding. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-feb-2018: events added from pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), neurological conditions or problems, pain (pelvic pain), migration of essure (upper pelvis). Event added per mr: abnormal uterine bleeding. Event added per mr: abnormal uterine bleeding. Reporters, patient demographics, medical history, concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured essure device'), device dislocation ('there is a coiled curvilinear structure in upper pelvis which may be / possible extruded coil and possible intrauterine coil fragment / migration of essure (upper pelvis)/malposition of essure device location of device: inferior to the essure tubes,') and uterine haemorrhage ('abnormal uterine bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal hernia repair (revered in 2005) in 2005, multi gravida, parity 1, crohn's disease, amenorrhea, tonsillectomy (revered in 2005), appendectomy (revered in 2005), breast reduction (revered in 2005) and lymph node excision (revered in 2004). (B)(6) 2015, gynecological examination: at follow-up visit essure tubes similar in orientation, there was a coiled curvilinear structure in upper pelvis which may be an extruded wire. There was a punctate metallic structure inferior to essure tubed which could be a small fragment of wire. There does appear to be tubal occlusion. Hysterosalpingohram showed proximal position of the bilateral fallopian tubes, left slightly greater than right. Possible extruded coil. Possible intrauterine coil fragment. On (B)(6) 2015, endometrial biopsy showed fragments of atrophic endocervical and endometrial surface epithelium; no adenomatous hyperplasia or caroinoma identified. On (B)(6) 2016, ultrasound pelvis showed 3.7 x 2.8 x 2.6 cm left ovarian cyst. Unremarkable right ovary. Previous hysterectomy. Previously administered products included for birth control: iud; for an unreported indication: mirena. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included obesity, add, asthma, migraine, dyspareunia, bicornuate uterus and menometrorrhagia. Family history included endometriosis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), medroxyprogesterone acetate (depo provera), medroxyprogesterone acetate (dmpa), paracetamol (acetaminophen) and vitamins nos (multivitamin). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual disorder"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and neurological symptom ("neurological conditions"), 4 months 16 days after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), ovarian cyst ("left ovarian cyst"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraine headache"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy and total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, menstrual disorder, dysmenorrhoea, neurological symptom, ovarian cyst, depression, anxiety and migraine outcome was unknown and the uterine haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, migraine, neurological symptom, ovarian cyst and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015 underwent a total vaginal hysterectomy, bilateral salpingectomy, mccall culdoplasty and uterosacral colpopexy to remove the fractured essure device. She was not advised of any complications that occurred at the time of essure placement. She implant essure without difficulty with 3 coil left and 6 coils right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: results: negative. Ultrasound scan - on (B)(6) 2016: results: left ovarian cyst. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain (pelvic pain) confirming chronic pelvic pain in female, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event outcome of vaginal haemorrhage, menorrhagia and uterine haemorrhage was updated as recovered / resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured essure device") and device dislocation ("there is a coiled curvilinear structure in upper pelvis which may be / possible extruded coil and possible intrauterine coil fragment") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. In 2015, the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstrual disorder"). The patient was treated with surgery (on (B)(6) 2015 a total vaginal hysterectomy and bilateral salpingectomy was performed). Essure was withdrawn. At the time of the report, the device breakage, device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device breakage, device dislocation, pelvic pain and menstrual disorder to be related to essure. The reporter commented: on (B)(6) 2015, underwent a total vaginal hysterectomy, bilateral salpingectomy, mccall culdoplasty and uterosacral colpopexy to remove the fractured essure device. Diagnostic results: (B)(6) 2015 gynecological examination. On (B)(6) 2015, at follow-up visit essure tubes similar in orientation, there was a coiled curvilinear structure in upper pelvis which may be an extruded wire. There was a punctate metallic structure inferior to essure tubed which could be a small fragment of wire. There does appear to be tubal occlusion. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, approximately 3 months after insertion, during a follow-up visit, the physician noted that there is a coiled curvilinear structure in upper pelvis which may be extruded wire (seen as device dislocation) and also that there is a punctate metallic structure inferior to essure tubed which could be a small fragment of wire (seen as a device breakage). These events are anticipated in the reference safety information for essure. Coils were removed approximately 4 months after insertion. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however, the dislocation was diagnosed only three months after insertion procedure. Given its nature, the causality for this event was assessed as related to essure. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the device breakage was also diagnosed three months after insertion but difficulties during insertion procedure were not reported. Also given its nature, the causality for this event was also assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.